Event description:
Event description cpi received information that when attempting to do a battery status check of this implantable pulse generator (ipg) an error code was exhibited. This occurred with a model 2901 and a model 2035. The ipg operated normally when obtaining other test data. A manual magnet test was successfully completed.